Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient´s sensor failed, and the patient experienced hypoglycemia. The patient stated the cgm was reading low all night and was treated by the parent a couple of times but it ended up failing in the morning hours. The parent wasn¿t getting any readings or alerts and by the time that she woke up and noticed that the sensor had failed, she manually took a bg reading which was 45 mg/dl, with no readings from the dexcom as there was a sensor failed message. The patient was screaming, shaking and crying and she wouldn¿t answer, respond to her name. The parent tried to give the patient juice or product, but she couldn't swallow, everything was just flowing out of her mouth, so the patient was treated with a glucagon shot. As the patient condition was not improving, they took her to the emergency room. By the time they got to the hospital, around afternoon, the bg reading was 183 mg/dl. At the emergency room (ER) the patient was treated with anti-nausea medication as she was vomiting and IV glucose. The patient stayed less than 24 hours at the hospital. At the time of the report the patient was fine and stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.